Event description:
Per the clinic, the patient experienced dizziness and required an MRI. The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device.